Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure;tlc ii driver failed in car on way to appointment..specific component(s) involved: pump drive unit malfunction;causative or contributing factor: no specific contributing cause identified.intervention(s): changed to spare driver;type: both (in the same or visit).